Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(6) alleging that a one touch verio pro meter read inaccurately high compared to lab. It is unknown if there was any intervention between the tests that would be expected to change the blood glucose. The patient reported blood glucose results of "108 mmol/l" with a lifescan meter and "78 mmol/l" on a laboratory device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient did not allege any harm or injury because of the reported issue. The meter and test strips were replaced.

Manufacturer narrative:
The meter and test strips have been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the test strips involved with this complaint were tested and found to have failed for control solution high. Investigation on the meter has not been completed. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Follow-up # 2 (11/07/2011)-device evaluation: the meter involved with this complaint has been evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.